Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device into abdomen or pelvis") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, vaginal infection ("vaginal discharge / infection"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (full hysterectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, vaginal infection, menorrhagia, dysmenorrhoea and abdominal pain upper outcome was unknown. The reporter considered device dislocation, vaginal infection, menorrhagia, dysmenorrhoea and abdominal pain upper to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device into abdomen or pelvis occurred (seen as device dislocation). A full hysterectomy was performed to remove micro-inserts around 7 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by hysterectomy to essure removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device into abdomen or pelvis") and thrombocytopenia ("other injury: thrombocytopenia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous. Concurrent conditions included back pain, dysfunctional uterine bleeding, cephalgia, platelet count decreased, swelling of hands, urticaria and fall. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with incision site pain, abdominal pain lower and pelvic pain, thrombocytopenia (seriousness criterion medically significant), vaginal infection ("vaginal discharge / infection"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), abdominal pain upper ("upper abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches/ cephalgia"), nausea ("nausea,"), pruritus ("rashes or skin condition- type: itching") and rash ("rashes or skin condition- type: rash"). The patient was treated with vicodin, nalbuphine (nubain), ondansetron (zofran), hydromorphone hydrochloride (dilaudid), promethazine (phenergan), diphenhydramine hydrochloride (benadryl), ibuprofen (motrin), oxycocet (percocet), ferrous sulfate, docusate sodium (colace) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, thrombocytopenia, vaginal infection, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal haemorrhage, migraine, headache, nausea, pruritus and rash outcome was unknown. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pruritus, rash, thrombocytopenia, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, migraine, headache, nausea, thrombocytopenia, rash, pruritus were added. Reporter, patient demographic information, product start, stop date updated. Treatment medication added. On (B)(6) 2018: follow up two and three processed together : medical records received : reporter and product information and historical condition updated. On (B)(6) 2018: mr received: reporter, concomitant diseases added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reporter provided no causality assessment for abdominal pain and abdominal pain lower with essure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device into abdomen or pelvis occurred (seen as device dislocation). A full hysterectomy was performed to remove micro-inserts around 7 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by hysterectomy to essure removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.